Event description:
It was reported that upon attempting to insert a foley catheter for cbi after urine return was unable to inflate to balloon, unable to instill saline into the balloon port. Required second attempt with new catheter, urine return and able to inflate the balloon. Lot #ngkw1788 of faulty catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.